Event description:
Customer reported experiencing a past high blood glucose event, which led to hospitalization and admission to the intensive care unit on (B)(6) 2026. Highest recorded blood glucose level was 600 mg/dl; cause was not known. The customer received IV fluids and insulin treatment, which resolved the issue, and was released from the hospital on 1/12/2026.